Manufacturer narrative:
Follow-up #1 date of submission 08/31/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the black box showed a 064 call service alarm on 06/29/2015. During testing, the pump was not able to be tested for 24 hours due to the pump emitting a 078 call service alarm. The pump cover was opened and no internal moisture damage was found; however, the motor flex connector was found to not be fully seated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter noted that the infusion sets were used per instructions for use, and that the patient was able to clear the alarm after replacing the infusion set tubing. The pump was replaced for this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.